Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure to remove the magnet to facilitate an MRI. The magnet was reinserted subsequent to the MRI. The implanted device remains.